Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements. The lead was programmed to maximum outputs, which, resulted in this pacemaker decreasing to a battery status of eight months remaining. A lead and device revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The lead was surgically abandoned and replaced, and this device was explanted and replaced. No additional adverse patient effects were reported. This device was discarded by the hospital and will not be returned.